Event description:
It was initially reported in clinic notes that the patient had pneumonia. There was no allegation that the pneumonia was related to vns, however, it was unable to be confirmed with the physician that he did not feel it was related. Good faith attempts for more information have been unsuccessful to date.